Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
(B)(6) reported "rupture", "persistent numbness", "right side has never felt the same as the left", "always feeling things in the right breast", "tingling" and "asked about breast implant recalls". Later, healthcare professional reported "intracapsular rupture". This record is for the right side. Device remains implanted.